Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the plate remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. The plate was reportedly bent to match the contour of the spine using a cervical plate bender, designated for use with another system. Upon bending, the locking cover was free to rotate between a "locked" and "unlocked" position. To compensate for this free rotation, the surgeon over-tightened the cover, partially driving it into the plate. Satisfied with the stability of the locking cover, the case was completed as planned. Addendum 02.26.2018: since the locking cover remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. A definitive root cause of the reported issue could not be ascertained.

Event description:
On 10.18.2017 it was reported to k2m, inc. That a surgery took place in which the locking cover in a plate was not locked down. Surgery took place (B)(6) 2017. Further information received on 02.26.2018 revealed that one of the locking cover has backed out. A revision surgery has not been planned yet.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the plate remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. The plate was reportedly bent to match the contour of the spine using a cervical plate bender, designated for use with another system. Upon bending, the locking cover was free to rotate between a "locked" and "unlocked" position. To compensate for this free rotation, the surgeon over-tightened the cover, partially driving it into the plate. Satisfied with the stability of the locking cover, the case was completed as planned.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which the locking cover in a plate was not locked down. Surgery took place (B)(6) 2017.